Event description:
It was reported the pt had not charged his ipg in approximately 6 months. The pt's wife also stated the ipg "wouldn't charge." A replacement charging system was sent to the pt. Follow-up identified the pt had not been able to use or attempt to charge his system as he had been in the hospital due to a fall on a treadmill. The pt's wife stated he would not be discharged for a few weeks and would follow up at a later date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.